Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported acute kidney injury and noise coming from the pump could not be conclusively determined through this evaluation. The controller event log file contained data from (B)(6) 2021 to (B)(6) 2021. The pump operated as intended at the set speed for the duration of the log file. There were no notable alarms recorded and the log files appeared to capture the pump operating as intended. The account reported that the patient experienced an acute kidney injury with increased volume. It was noted that the patient has a history of chronic kidney disease. The patient also reportedly experienced a squeak every few seconds. A v-scan doppler was performed which ruled out a pericardial effusion. The squeaking reportedly stopped, and no cause was determined. The patient was treated with intravenous (IV) diuresis for volume overload. The patient remains ongoing on ventricular assist device (vad) support with no further related issues reported at this time. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. The heartmate 3 lvas IFU and patient handbook provide information on assessing the patient and pump function. The heartmate 3 lvas IFU and patient handbook cautions the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. Review of the device history records showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped to the customer on 16nov2019. The heartmate 3 lvas IFU is currently available. This IFU lists renal dysfunction as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6, ¿patient care and management¿, instructs the user to notify appropriate personnel if there is a change in how the pump works, sounds, or feels. The heartmate 3 lvas patient handbook is currently available. The sections entitled ¿introduction¿ and ¿living with the heartmate iii¿ state to call your hospital contact right away if you notice a change in how your pump sounds, feels, or works. Even small changes should be reported. The section entitled ¿handling emergencies¿ explains to ¿call your doctor right away if you notice a sudden change in how your pump is working (even if there is no alarm). Remember, you know best what is normal for you and your pump. The patient handbook instructs the user to call their hospital contact if the user thinks, for any reason, any portion of the equipment is not functioning as usual, is broken, or the user is uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous admission for gastrointestinal bleeding/anemia was reported in MFR report # 2916596-2021-03592. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was recently admitted for a pre-syncopal episode most likely secondary to gastrointestinal bleed and anemia. On (B)(6) 2021 the patient had symptomatic pulsatility index (pi) events with speed drops and the patient's pump speed was reduced by 100 rpm to 6100 rpm. The patient was discharged home on (B)(6) 2021. The patient was seen again and the patient's volume was up with aki (acute kidney injury). No pump events were on the patient's history since discharge. Most notably, there was a "squeak" every 3 seconds. It was presumed to be from his vad pump that had not been auscultated before. V-scan doppler at the bedside ruled out pericardial effusion. A log file review was requested. There were no unusual events recorded in the log file event history. The mcs equipment was operating as intended. Additional information was received on 22jun2021 reporting the squeaking had stopped and the cause of the sound was not found. The volume overload was treated with intravenous diuresis. The patient has a history of chronic kidney disease.